Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had received multiple intermittent altitude alarms. The customer's blood glucose level ranged from 400 to 500 mg/dl. The customer administered a manual injection and a correction bolus via the pump. The customer reported "internal injury" due to being without insulin for a length of time but did not specify what type of injury. The customer was ultimately able to clear the alarms and resume insulin delivery.